Manufacturer narrative:
By checking the sterilization charts of the involved lot #s, no pre-existing anomaly was found on the overall number. Therefore, we can ensure that all the products placed on the market with these lot #s have been properly sterilized before being placed on the market. Limacorporate received a total of two x-rays referring to pre-op revision surgery. The x-rays received - exact date not known - have been evaluated by a medical consultant. Following, the medical consultant comments: "the images do not show obvious lysis around the glenoid baseplate or screws and only a small area at the medial metaphyseal margin of the humerus. There is no obvious lysis around the humeral stem. Lysis around these areas are indicative of pji (periprosthetic joint infection). There is heterotopic bone formation around the inferomedial capsule which is no indicative of infection but can be associated with it. There is evidence of grade 1 impingement. It is not possible to suggest a time relationship with the original surgery and therefore whether the infection is caused by contamination at the time of surgery or whether it is haematogenous, ie. Late infection. We do not have any other clinical information other than the patient is relatively young to be having this sort of surgery, but we do not know of any predisposing factors. In summary we can say infection has occurred which is a known risk of arthroplasty surgery. We cannot see any significant evidence of surgical error or error of prosthesis selection. The appropriate measures have been taken, ie. Explant and antibiotic spacer insertion". Considering that: · no anomalies were found on the sterilization charts of the involved lot #s; · according to the opinion of the medical consultant "infection has occurred which is a known risk of arthroplasty surgery. We cannot see any significant evidence of surgical error or error of prosthesis selection. The appropriate measures have been taken, ie. Explant and antibiotic spacer insertion"; we can state that the event was not product related. Pms data: according to limacorporate pms data, revision rate of smr reverse prosthesis due to infection is (B)(4). No corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
Shoulder surgery of a smr reverse implant performed on (B)(6), 2021, due to infection. According to the complaint source, all components were explanted: · smr cementless finned stem (product code 1304.15.180, lot #1912479 - ster. (B)(6)) · smr reverse humeral body (product code 1352.20.010, lot# 1911747 - ster. (B)(6)) - product not marketed in the us. · smr reverse hp lateralized liner medium (product code 1362.09.115, lot #1801190 - ster. (B)(6)) - product not marketed in the us. · smr connector small std (product code 1374.15.310, lot# 1909475 - ster. (B)(6)) · smr reverse hp glenosphere 44 mm (product code 1374.50.440, lot# 1911031 - ster. (B)(6)) - product not marketed in the us. · smr uncemented glenoid # std (product code 1375.20.010, lot# 1916095 - ster. (B)(6)) - product not marketed in the us. · cortical bone screw d.4,5 l.20mm (product code 8431.15.020, lot# 1702430 - ster. (B)(6)). · cortical bone screw d.4,5 l.30mm (product code 8431.15.030, lot# 1818846 - ster. (B)(6)). A cement spacer was implanted. It was reported that the germ responsible for the infection is not known. Previous surgery took place on (B)(6), 2019. Patient is a male, 64 years old. Event happened in australia.

Manufacturer narrative:
By checking the sterilization charts of the involved products, no pre-existing anomalies were found, thus we can state that all the components had been regularly sterilized before being placed on the market. We will send a final MDR once the investigation will be concluded.

Event description:
Shoulder surgery performed on (B)(6) 2021 due to infection. According to the complaint source, all the implanted components were explanted: smr cementless finned stem (product code 1304.15.180, lot #1912479 - ster. 1900381). Smr reverse humeral body (product code 1352.20.010, lot# 1911747 - ster. 1900313) - product not marketed in the us. Smr reverse hp lateralized liner medium (product code 1362.09.115, lot #1801190 - ster. 1800080) - product not marketed in the us. Smr connector small std (product code 1374.15.310, lot# 1909475 - ster. 1900228). Smr reverse hp glenosphere 44 mm (product code 1374.50.440, lot# 1911031 - ster. 1900278) - product not marketed in the us. Smr uncemented glenoid # std (product code 1375.20.010, lot# 1916095 - ster. 1900390) - product not marketed in the us. Cortical bone screw d.4,5 l.20mm (product code 8431.15.020, lot# 1702430 - ster. 1700320). Cortical bone screw d.4,5 l.30mm (product code 8431.15.030, lot# 1818846 - ster. 1900008). A cement spacer was implanted. Previous surgery took place on (B)(6) 2019. Patient is a male, (B)(6) years old. Event happened in (B)(6).